Manufacturer narrative:
Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to placement difficulty. During implant, the physician had difficulty maneuvering the lead into the right ventricular (rv) lead as the helix was difficult to deploy. After deployment there was loss of capture (loc). Upon revision the physician was unable to redeploy helix. It was found out that the helix appeared to be clogged with tissue and helix would not extend. The lead was never in service. No adverse patient effects reported.